Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: l488544, manufacturing site: bettlach, release to warehouse date: 12.jul.2017, expiry date: 01.jul.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the e-operation was performed on (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: reopened to add "additional updated event information" that was provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated info: it was reported that the pfna nail, blade, and bolts were successfully explanted and were replaced by an artificial bone head as planned, no further information is available.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on june 11, 2019, that a cut out had occurred for a proximal femoral nail anti-rotation-ii (pfna-ii) blade. Initially, the patient underwent an open reduction internal fixation (orif) surgery with japanese pfna system for femoral trochanteric fracture on (B)(6) 2018. However, bone healing was delayed due to migration of the implanted device in the bone head; the fixation between the piece of the bone head and the implant became weak. Moreover, this caused rotational dislocation of the bone head and the implant penetrated the upper portion of the femoral neck. The postoperative course was good, and the patient was discharged from the hospital. A follow-up medical checkup was performed several times, but there were no difficulties in walking at that time. The surgeon commented about the contributing factor to the event, that the reduction and fixation during the initial surgery were done under the condition that fracture site remained in the intramedullary type. Thus, there is a possibility the event was caused by improper reduction of the affected site. Re-operation to replace the pfna implants to an artificial bone head is planned for (B)(6) 2019. Concomitant devices: pfna-ii nail (part: 472.104s, lot: l298167, quantity: 1), bolt (part: 459.360vs, lot: unknown, quantity: 1). This report is for a pfna-ii blade. This is report 1 of 1 for (B)(4).